Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The system's computer was replaced, thus resolving the issue. The system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for analysis. Through visual/physical examination and functional testing, the reported issue was unable to be duplicated. The computer booted normally to the application screen, and there were no "no signal" messages. The computer passed testing. There was no failure found with the returned computer. (B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that after booting into the spine application and deleting several patients from the system to clear up space, the medtronic representative (rep) exited the application and the screen then displayed no signal. The rep power cycled multiple times and was experiencing the same behavior. The rep ensured that the cables were fully seated into the back of the computer. The computer appeared to be getting power, and the fans were cycling inside the computer. The rep bypassed the video splitter into two different video cables and an image never came across the screen. There were no spare video cables or sources of display to test the cables/monitors. There was no patient present when this issue was identified.